Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no corrosion or damage noted to the battery compartment. The pump was exercised for seven hours without any overheating or alarms. The pump current draws were tested and found to be within specifications. The power circuit connections were tested and no defects were found. A review of the device history record confirmed that the pump was operating according to specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported noticing that the pump and battery were hot during a routine battery change on (B)(6) 2011 after receiving a "replace battery" alarm. He stated that he again received a "replace battery" alarm on (B)(6) 2011. The patient confirmed that he is using a lithium battery, and that the battery type on the pump matches the battery in use. He stated that the battery cap was secure, and the pump did not lose power. There were no reported injuries related to the hot pump/battery. The patient stated that he did not experience any blood glucose (bg) excursions.